Manufacturer narrative:
Submit date: 11/5/08. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien in 2008, tat a customer had an issue with a dialysis catheter. The customer reports some time after insertion, distal lumen was found closed. Could not irrigate or use guide wire. Catheter was removed and replaced.